Manufacturer narrative:
D4: additional information - catalog and lot numbers received. H6: the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a procedure, the blade broke at the teeth and mount. It was also reported that blade fragments fell into the patient, and all pieces were successfully removed from the patient. No further information at this time.